Event description:
It was reported that a dissection occurred. The patient was diagnosed with tricuspid vascular disease (tvd) and was referred for a triple vessel plasty. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the mildly tortuous left anterior descending artery (lad). Stents were successfully deployed in the right coronary artery (rca) and left circumflex (lcx). A 24 x 3.50 promus elite stent was deployed in the lad. Following stent deployment, a proximal edge dissection was noted. A 20 x 3.50 promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines. It was later reported that the residual stenosis after predilatation was 70%. The 24 x 3.50 promus elite stent balloon was inflated to 16 atmospheres. Dissection occurred after post dilation of the 24 x 3.50 promus elite stent. A non compliant 3.50 x 12mm balloon was used post dilation. No further patient complications were reported in relation to this event.

Event description:
It was reported that a dissection occurred. The patient was diagnosed with tricuspid vascular disease (tvd) and was referred for a triple vessel plasty. Vascular access was obtained via the femoral artery. The 90% stenosed, de novo target lesion was located in the mildly tortuous left anterior descending artery (lad). Stents were successfully deployed in the right coronary artery (rca) and left circumflex (lcx). A 24 x 3.50 promus elite stent was deployed in the lad. Following stent deployment, a proximal edge dissection was noted. A 20 x 3.50 promus elite stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable, responding well to medicines.